Event description:
It was reported that the asymptomatic patient presented for follow-up. A gradual increase in pacing lead impedance and capture threshold were noted. The lead was explanted and replaced. The patient condition was fine post-procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: the damage found was sustained during the surgical procedure. The lead was otherwise normal.